Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker implantation interventional procedure. Reportedly, the suture was not present when the plunger was pulled back. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 27f and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and manual suturing. It was confirmed that the physician's intention was to use two devices/methods to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.